Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the ascending aortic dissection cannot be confirmed. It is likely that the patient¿s aortic aneurysm and severe bulky leaflet calcium contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post 23mm sapien xt valve placement, the patient developed a type a ascending aortic dissection. There was no difficulty crossing. The procedure was converted to open heart and the patient had her valve, root and aorta surgically replaced. It was perceived that the root cause of the ascending aortic dissection was related to the patient¿s anatomy. She had an ascending aortic aneurysm and severe bulky leaflet calcification. The patient had mild native annular calcification, and moderate aortic root calcification. The annulus measured 380mm2 by CT.